Event description:
It was reported, that prior to a da vinci-assisted surgical procedure. The vessel sealer extend (vse) instrument, failed the self-test with exposed blade error. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint. And completed the device evaluation. The instrument was installed on an in-house system and failed the self-test. The instruments blade was not exposed. Review of the log showed error code 22026 "inf: vessel sealer failed, during homing on patient cart control & transform processor (pctp)". Additional findings, which were not reported by site: the instrument had a bent blade at the blade and knife cable interface, preventing it from passing homing. The knife blade was found bent at the weld joint between the cable and knife blade. As a result, the instrument would not successfully pass homing, and failed on all attempts. Three of seven ceramic dots were also found dislodged. Fragments of the dots were found between the jaws near the knife garage exit. T.